Event description:
Customer reported the inner cannula was hard to twist on and off. No patient harm was reported with this event.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed. We are unable to determine the exact cause for this specific event however, manufacturing controls and investigation efforts concluded the failure was not confirmed as shaving marks are acceptable if these marks are not rough since it is caused by the surgical blade used to remove the flashes in the outer cannula. Information of this nature is included in our database and monitored through trending.